Manufacturer narrative:
Unit received with critical pump error and pump error alarm was present in the pump trace download due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unit received with severe corrosion on force sensor assembly and corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he insulin pump had a pump error alarm. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.